Event description:
On (B)(6) 2025, this device was intended to treat a lesion (100 percent stenosis degree) in the mid lad / om. The lesion was pre-dilated. Thereafter, the affected orsiro mission (expiry date 26.apr.2025) was introduced into the patients body and successfully implanted without incidence, however, 32 days after the expiry date.

Manufacturer narrative:
Combination product: yes the affected device was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review, no manufacturing related root cause could be identified. The orsiro mission was used after the ¿use by¿ date which is indicated on the product label and warned against in the IFU. It was confirmed that the ¿use by¿ date was overlooked and not verified.